Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant failed to osseointegrate and perforated the sinus. The implant was removed from tooth site 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned implant identified minor signs of wear on the platform and bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimmer biomet. A device malfunction was not identified with the returned implant. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section was corrected: d4: UDI number.